Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va0lw7p, implanted: (B)(6) 2014, product type lead; product ID 3889-28, lot # va0lw7p, implanted: (B)(6) 2014, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the patient will be getting a spinal cord stimulator implant from another manufacturer and like to know how pain stimulation will interact with neurostimulator implant. She had back surgery on (B)(6) 2013 prior to neurostimulator implant. Due to back surgery she needed neurostimulator implant. The patient reports 7 weeks after back surgery she pooped in her pants and that started the process, had an MRI that showed she had a lot of inflammation and scar tissue. Healthcare provider told the patient she will need neurostimulator to help her with bowel control and bladder issue. The patient reports after having back surgery something damaged her sacral nerve. She slip and fell between thanksgiving and christmas on her left side. The patient started having issues/ return symptoms like before having implant, bowel and leakage, and it was not normal for 2-3 weeks. The patient reports within the month she turn stimulation up, and didn't feel stimulation and that's when she called hcp (healthcare provider) and saw hcp the day before reported event date. The hcp did diagnostic the day before reported event date and found lead/wire damaged when the patient fell and that was the reason therapy/program was not working. The patient was not feeling stimulation. The hcp change program the day before reported event date. She didn't know it was a big deal when she fell. It was later reported by the healthcare provider that no lead was explanted and the distal part of the lead 0-3 had impedance issue. An x-ray and reprogramming were performed. The patient was able to feel it again. The patient recovered without permanent impairment. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.